Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that stent migration occurred. The 8.03 mm x 2.2 mm target lesion was located in the right subclavian artery. A 8.0 x 30 x 135 cm express¿ ld vascular stent was advanced and implanted at 10 atmospheres. However, after the contrast was removed and the stent delivery system was withdrawn, it was observed via angiography that the stent migrated to the iliac artery. It was confirmed that the device slid down into the iliac artery and adhered to the artery wall. The procedure was ended due to stent's dislodgement. The patient will undergo another procedure to finish and treat the lesion. No patient complications reported and the patient status was stable.